Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular lead exhibited an insulation break. The left ventricular lead was explanted and replaced. The patient condition was unknown. No further information was known about this event.

Manufacturer narrative:
The reported event of insulation break was confirmed while dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection found a cut that breached the insulation proximal to the suture sleeve tie impression that was consistent with procedural damage. The cause of the insulation damage was isolated to the procedural damage. Visual and electrical testing were normal with no other anomalies found. Previously reported as serious injury but should only be malfunction, b1 should have only product problem selected, b2 should have nothing selected as the left ventricular lead events were discovered during an unrelated procedure.

Event description:
Related manufacturer reference number: 2017865-2022-02753. New information noted the patient initially presented in clinic for follow-up. During the check, it was discovered the right ventricular lead had dislodged. The right ventricular lead was successfully repositioned. During the surgery, the left ventricular lead dislodged. While attempting to reposition the left ventricular lead, the insulation damage was discovered. The patient was discharged the following day.